Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 corrected field : d1 , d4 , b5 , h6 ( medical device ¿ problem code ).

Event description:
It was reported by the customer that, during a routine checkup, the cs100 intra aortic balloon pump monitor was not working. There was no patient involvement at the time of the event.

Event description:
It was reported by the customer that during routine check up, the cs100 intra aortic balloon pump (iabp) had display failure. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.